Manufacturer narrative:
Product event summary: the device was returned and analysis found no anomalies. Performance data was also collected from the device and noted that the device battery went to elective replacement indicator (eri) on (B)(6) 2013. The voltage subsequently recovered.

Event description:
It was reported that the device registered elective replacement indicator (eri) while still in its packaging. The device had been stored in a cabinet but cold was not a factor. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.